Manufacturer narrative:
Information on the alleged incident was not reported to hoveround at the time of the occurence. Hoveround has not been given details of the alleged incident nor has the device been made available for evaluation. However, hoverounds owner's manual, hoverounds client instructional safety video, and hoveround delivery instructional training on the safe operation all warn "[t]o avoid serious injury or fatality from suddent unexpected movement of the chair or contact with moving parts and other objects: do not wear loose clothing or jewelry."

Event description:
Received report alleging a loose piece of clothing became entangled in the wheel of the power wheelchair.